Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the top of the glass cap was found to be detached; there was no indication or report of any part of the device remaining inside the pt. A circumferential fracture was also observed on the remaining portion of the glass cap, distal to the fiber/cap fusion zone. The fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This issue may also cause forward- firing. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed at 52,048 joules of use. It was additionally reported that the fiber (laser output) kept blinking and that the doctor had trouble turning and manipulating the fiber towards end. The case was completed using a second fiber. There was no report of injury.